Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Info was received that reported a pt was hospitalized in 2007, due to diabetic ketoacidosis. The reporter states that the pt had been having high blood glucose since three days prior, or the following day. Her last blood glucose reading prior to hospitalization was 7-9 mmol/l. She was brought to the hospital on the event date, and admitted and treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.